Manufacturer narrative:
The customer has stated that they were performing proper maintenance and passing quality controls. Siemens has requested return of reagent for further investigation. The cause of this event is unknown.

Event description:
The customer reported that they received a false negative hcg result on their clinitek status+ instrument compared to repeat testing by serum hcg. The patient's pregnancy was confirmed from the repeat testing. There is no reported injury due to this event.